Event description:
Boston scientific received information that this patient experienced episodes of ventricular fibrillation that were unable to be converted with the quick convert feature in this device. No adverse patient effects were reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.